Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient was experiencing red heart alarms while on tethered support. Positional pump stoppage was reportedly observed while the patient was in the hospital. Initial x-rays of the driveline taken by the hospital were unremarkable. An evaluation of the log file data by the manufacturer indicated that the lvad was struggling to keep the set speed. The patient was admitted to the hospital and appeared stable on battery support. The manufacturer has provided the hospital with a non-grounded patient cable for the patient's use pending further evaluation of the lvad.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.